Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient was seeing a physical therapist for "foot drop" on the right foot. It was stated they had the foot drop for a few years. It was noted that they didn't think the foot drop was related to the deep brain stimulation (dbs) but asked if the dbs could cause the foot drop. It was suggested to discuss their symptoms with their doctor. No further patient complications have been reported as a result of this event.